Event description:
It was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Additionally, it was reported that a cartridge alarm 1 occurred during load sequence. The customer reverted to alternate therapy for diabetes management. Customer reported blood glucose level was "high" on the continuous glucose monitor. Customer was gave manual injection to correct high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.